Manufacturer narrative:
(B)(4) . Concomitant medical product: unknown femoral. Unknown tibial tray. Unknown patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer bimoet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision due to instability. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.